Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In remotefe, the 32100 error was found indicating fault on the axes controller motor (acm) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acm printed circuit assembly (pca) was inspected, and no faults could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, customer kept getting a recoverable fault. Technical support engineer (tse) reviewed the logs and found multiple universal surgical manipulator (usm) 3 faults. Prior to calling in, customer had already hard power cycled the patient side cart (psc) with an emergency power off (epo) and the psc was still faulting when it powered back up. Tse asked customer if they needed all four arms and they confirmed. Customer is going to try and flip room for the cases due to another room only needing three arms. There was no reported injury.